Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-06-19. The patient reported that she had surgery and the doctor turned off the battery and the patient forgot her wand. The patient reported that she went to the office with her wand and they synced the wand and turned it back on. The patient reported that the machine was back on and the loss of effect had been resolved. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had a revision done (B)(6) 2017 for previously reported issue and they came home from the procedure and noticed that they were not getting the urge to go to the bathroom so they wanted to use the pp to turn the therapy on or up and they saw the power on reset (por) message. Patient did not have therapeutic effect since implant of new implantable neurostimulator (ins). After por, therapy had turned off and reset to shipping parameters. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.